Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this pacemaker presented to the emergency room (ER) after experiencing syncope. Upon review, pacemaker mediated tachycardia (pmt) episodes were observed which appeared atrial or sinus driven. No loss of capture or out of range measurements were observed. This pacemaker remains in service. No adverse patient effects were reported.